Manufacturer narrative:
On 26th jan 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and the device was requested for further evaluation. However, the user declined and elected to continue use of the current sensor despite being advised that system performance may not be reliable. The data management system (dms) confirmed that the user was still using the system at the time of investigation. A review of the in-vivo sensor data showed depressed signals during the reported timeframe. This potentially contributed to the inaccuracies observed by the user. No further evaluation was possible without the physical device available, however, the potential root cause may be physiological or environmental conditions around the hyrgoel in-vivo affecting sensor performance. Further review showed that the channels eventually recovered and stabilized by (B)(6) 2026. The user had been actively using the system with better sg/bg agreement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.